Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum: attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2017.

Manufacturer narrative:
As reported on (B)(6) 2019: at this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this is an addendum to the initial MDR to correct the implant date to read (B)(6) 2017. Corrected fields: b5 and d6. Updated fields: g1, g4, g7, h2, h10 and h11. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.